Event description:
During a left heart cath, the wire guide coiled and broke off in the subcutaneous tissue in the right groin of a (B)(6) male pt on (B)(6) 2011. Fluoro was used to locate wire. Although user facility report indicates intervention was performed, no add'l info has been provided regarding type/method of intervention. No info was provided on the pt outcome/consequence.

Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4) - separates is not specifically addressed on the caution label. No product was returned to assist in this investigation. Per spec, this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the mfg process and again prior to transport. Per the attached caution label, it is illustrated, "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device, we cannot make a conclusive root cause analysis. When we have seen this type of device failure in the past, it has generally been associated with the wire guide being damaged by withdrawal through the needle (see warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design spec. Nothing in the event description points to a possible cause or contributing factors. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment.